Event description:
Gvl 4 blade snapped and broke while a pt was being intubated by a doctor. Pt is completely ok. Intubated was successful with using another back up unit.

Manufacturer narrative:
Immediate visible damage: connector ring is attached to cable. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.